Event description:
Other devices used: 9.5 french ureterscopethe tip of the probe spontaneously detached itself. The physician made attempts to recover the tip. Due to the amount of instrumentation and the duratioln of the ureteroscopy, the physician decided to insert a stent and delay further search for the tip. The physician hopes the stent will allow the ureter to dilate enough to perform ureteroscopyinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.